Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak and type iiib endoleak events are unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest right common iliac artery stenosis. These findings were discovered during an examination of the post operative report dated 27 october 2020. The most likely causation for the type iiib endoleak is device related due to the use of the strata material. The final patient status was reported as being discharged one (1) day post operative following a successful secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, a suprarenal aortic extension, and an iliac limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure, a type 3a endoleak with separation between the bifurcated stent graft and the aortic extension, and a possible type 3b endoleak were identified. The physician elected to reline the existing stent grafts with an afx2 bifurcated stent graft, a vela suprarenal stent graft and a vela infrarenal stent graft. The re-intervention was successful and the endoleaks were resolved. The procedure went fine and the patient is doing well post procedure. Additional information: clinical review identified right common iliac artery stenosis.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, a suprarenal aortic extension, and an iliac limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure, a type 3a endoleak with separation between the bifurcated stent graft and the aortic extension, and a possible type 3b endoleak were identified. The physician elected to reline the existing stent grafts with an afx2 bifurcated stent graft, a vela suprarenal stent graft and a vela infrarenal stent graft. The re-intervention was successful and the endoleaks were resolved. The procedure went fine and the patient is doing well post procedure.